Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient's ((B)(6)) leads demonstrated invalid impedance readings. Surgical intervention was undertaken and one lead was found to be broken in the header of the ipg. The second lead showed invalid impedance readings during the procedure, but when directly tested, impedance readings were within range. The lead was reconnected to the ipg and again invalid impedance readings were noted. The lead was disconnected and upon removal, a single lead contact came off the lead and remained in the ipg. The physician elected to leave the lead in situ and implant another lead while minimal therapy being achieved. Further surgical intervention may take place at a later date to explant the patient's system. Device information has been requested but has yet to be provided to the manufacturer.

Event description:
Additional information received indicated the patient is currently experiencing effective therapy and no further interventions are planned at this time. Device information was requested, but was not provided to the manufacturer.